Event description:
Blue proximal injectate port of swan-ganz noted to have perforation where blue tubing meets white hub and leaking blood while in pt. Required removal of entire catheter. No known injury.